Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment prior to the leak. Fluid was seen inside the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to wait 24 hours for the cycler to dry out before attempt to re-setup cycler. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis treatment due to being in the process of moving and not having the continuous ambulatory peritoneal dialysis (capd) supplies available in the absence of the cycler. The patient confirmed the cycler still being a little wet inside the door but is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment prior to the leak. Fluid was seen inside the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to wait 24 hours for the cycler to dry out before attempt to re-setup cycler. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis treatment due to being in the process of moving and not having the continuous ambulatory peritoneal dialysis (capd) supplies available in the absence of the cycler. The patient confirmed the cycler still being a little wet inside the door but is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.